Event description:
The customer reported to olympus that the bronchovideoscope screen blacked out. The issue was observed during reprocessing and there were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. The device evaluation found the following: due to a cut on the bending section cover rubber the water tightness was lost, due to a pinhole on the connecting tube water tightness was lost, due to deformation of the scope connector the water tightness was lost, due to corrosion on the switch box the switches did not work, the light guide lens had discoloration, the distal end had a scratch, the bending section cover rubber had discoloration, the connecting tube had a cut, the connecting tube had a dent and buckling, due to wear of the angle wire the bending angle in the up/down direction did not meet the standard value, due to a dent on the channel tube the channel cleaning brush could not be inserted smoothly, due to a dent on the channel tube the forceps could not be inserted smoothly, the electrical connector had corrosion due to water leakage, the grip had a dent, the control unit had a scratch, and the universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely that during device handling by the user, leakage occurred from scope connector, and water invaded the device. Subsequently, abnormality occurred in electronic parts and no image occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use: warnings and cautions: caution: do not touch the electrical contacts inside the electrical connector. Ccd damage may result. Turn the video system center cv-150 off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Turn the video system center cv-150 on or off only when the videoscope cable is connected to both the video system center cv-150 and the electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd (charge-coupled device). 3.6 inspection of the endoscopic system: inspection of the endoscopic image: 4.while observing the palm of your hand, confirm that the endoscopic image is free from noise, blur, fog, or other irregularities. 5. Angulate the endoscope and confirm that the endoscopic image does not momentarily disappear or displays any other irregularities. Chapter 5: troubleshooting: if the endoscope is visibly damaged, does not function as expected or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection,¿ do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿ on page 55. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement. If any abnormality in the function of the endoscope and/or endoscopic image is suspected during use, stop the examination immediately and carefully withdraw the endoscope from the patient as described in section 5.2, ¿ withdrawal of the endoscope with an abnormality¿ on page 58." Olympus will continue to monitor field performance for this device.